Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, it is likely that the following caused the malfunction: a component failure in the light guide adapter as usage increased. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device's light guide connector section was found to be loose. There was no patient involvement.